Event description:
(B)(4). The dr at the clinic where I received the essure implants (dr (B)(6) medical center (B)(6)) pushed the essure on me over the tubal that I wanted because it was an in clinic procedure. In the pre procedure I was not asked whether or not local anesthesia affected me. During the procedure after maxing out the dosage of local anesthesia (lidocaine) I was informed that I wouldn't of been a candidate for the procedure if they had known that it didn't work. I told them that they didn't ask. The pain I experienced was equal to that of child birth when trying to place the right coil properly. The first time they couldn't place the coil properly so they pulled it out and attempted to place the second coil. It took over forty five minutes. I have been in pain ever since. Cramping. Severe sharp/stabbing pelvic pain. Abnormal menses. Ovarian cysts. Fallopian tube cysts. Bacterial vaginosis. Discharge with odor. Endometriosis. Pid (pelvic inflammatory disease). Cysts at the vaginal opening (bartholin's cyst). Pmdd (premenstrual dysphoric disorder). Uterine inflammation. Excessive bleeding during period (menorrhagia). Large clots (bigger than a half dollar coin) during period. Painful ovulation (mittelschmerz). Night sweats. Loss of libido. Hot flashes. Bleeding/spotting after sex. Painful periods (dysmenorrhea). Painful intercourse (dyspareunia). Yeast infections (candida). Urgent/frequent urination. Uti (urinary tract infection). Cervicitis/vaginitis (swelling, inflammation, infection of the cervix or vagina). Itching, burning, stinging, stabbing of vaginal entrance (vulvodynia). Breast pain/tenderness. Abdominal pain. Back, joint, leg, breast, spine, hip pain. Chronic pelvic pain. All over body aches/pain. Extreme joint pain. Heartburn. Headaches. Dizziness. Tingling sensations. Numbness. Nerve pain. Brain fog and dash; cloudiness, forgetfulness. Anxiety/panic attacks. Depression from pain. Diminished brain function memory cloudiness, forgetfulness, short term memory loss. Numbness in thigh (meralgia parethetica). Numbness/tingling in extremities (hands/feet). Sensation of burning and prickling of skin. Unexplained/easily bruising. Anemia. Chronic fatigue. Cysts, acne. Heart palpitations. Coils/device issues sharp stabbing pain. Swelling of legs/feet. Hair loss/thinning of hair. Insomnia . Itp (idiopathic thrombocytopenia purpura) . Muscle spasms. Vision problems (blurred vision). Bloating. Blood in urine.